Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found, most likely underlying root cause: mlc-021: improper technique of obtaining or applying blood sample. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Customer stated she has not used the meter for about one year now due to the error messages. At the time of the call the customer reported feeling lightheaded. Medical attention was not needed at the time; customer stated that this has been an ongoing issue. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/14/2022 and test strips were opened one year ago (expired). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer and produced e-0 error using true metrix meter.